Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred due to the device's blower motor and a burnt spot was observed on the device's ac inlet connector. The blower motor and ac inlet connector were returned to the quality assurance laboratory for further investigation. During the investigation, bearing damage to the blower motor was observed. There was no evidence of burn marks or thermal damage to the ac inlet connector.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and sys board were replaced to address the issues. A burnt spot was observed on the ac inlet connector and the device's flow sensor assembly was blocked by dust. The ac inlet connector and flow sensor assembly were replaced to address the issue.